Event description:
Caller reported a malfunction on the pump, identified by malf 9 code, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the issue did not recur after resetting. Customer was instructed to continue using the pump and to call back if the problem persisted.